Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the urinary catheter eyelets of the gentlecath catheter are not polished enough to her liking and caused trauma upon retrieval. The end user indicated this manifested itself as slight bleeding that self-resolved, and stated ¿there was just a little drop of blood on catheter." She further reported that she now uses another type of urinary catheter without any issues. No further information or photographs were provided.